Event description:
The physician was performing a therapeutic procedure on a patient (age and gender unknown). During the procedure the stone was grasped in the device basket, but the clinician was unable to remove the basket with the stone as the device wire came apart where it was connected at device handle. At no point did the basket tip pop off the device. The physician then eventually was successful in removing the basket by grasping the wire tip with pinchers. The physician successfully completed this patient procedure using another device. The complainant indicated that there was no adverse affect on the patient as a result of the reported problem.